Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/1.5 mm balloon leaked on the third inflation. The previous two inflations were to 12 atms each (rbp = 12 atms.) The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion at the bifurcation of the mid-lad coronary artery. The physician used a 7f cordis introducer sheath for femoral vascular access and a 0.014" guidant guidewire and a 7f cordis guide catheter to cross the lesion. The maverick2 monorail 20/1.5 mm balloon was being used to predilate the lesion for placement of a cypher 3.0/23 mm stent. It is noted that slight resistance was met with insertion of the balloon catheter. The maverick2 monorail 20/1.5 mm balloon was removed and replaced with a maverick2 monorail 20/2.5 mm balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.